Event description:
It was reported, "there was a patient who was hospitalized for a day because of the endoscopy procedure using a conmed forceps. The operator said there was too much loss of blood because the forceps cuts the tissue instead of tearing the tissue. The operator had to pinch the wound with hemoclip." It was also reported that the patient is stable.

Manufacturer narrative:
The suspect device has been discarded by the end-user. Conmed is attempting to obtain additional information related to this incident. A supplemental report will be filed when the quality engineering investigation has been completed.

Manufacturer narrative:
The device in question, precisor disposable biopsy forceps, consists of a flexible sheath with grasping cups controlled by a proximal handle. These forceps are indicated for endoscopic histological sampling of various tissue sites within the gastrointestinal and bronchial tracts via the operating channel of endoscopic instruments. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The device was discarded by the end-user facility. The complaint device is not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction, or defects). Review of the scientific literature has shown the rarity of clinically significant hemorrhage, resulting from gastrointestinal cold biopsy; nevertheless, gastrointestinal hemorrhage is a known potential complication of the procedure. Hemorrhage may occur immediately after biopsy procedure or can be delayed for as many as 29 days after the procedure. There may be an increased risk of hemorrhage either because of medication use or the patient exhibiting an underlying coagulopathy. Literature review included: charles k f vu, melvyn g korman, ian bejer ans stephen davis, gastrointestinal bleeding after cold biopsy. The american journal of gastroenterology 1998; 92: 1141-1143. The standards of practice committee of the american society for gastrointestinal endoscopy, complications of colonoscopy. Gastrointestinal endoscopy 2003; 57:441-445. Nelson db, mcquaid kr, bond jh, lieberman da, weiss dg, johnston tk. Procedural success and complications of large scale screening colonoscopy. Gastrointestinal endoscopy 2002; 55:307-314. Thomas d atwell, ryan l. Smith, et al. Incidence of bleeding after 15,181 percutaneous biopsies and the role of aspirin. American journal of roentgenol 2010; 194(3): 784-789. Numerous attempts were made to ascertain if the patient in the reported incident had any underlying coagulopathy, or, if the patient was being treated with any medication that could block platelet aggregation, such as aspirin, plavix, warfarin, etc. These requests to the reporter of the incident went unanswered. The risk associate with this complaint is mitigated in the IFU, information for use, provided with the device that states, "adverse reactions associated with the use of biopsy forceps include acute and delayed hemorrhage, bowel perforation, localized or systemic infections and other risks associated with the methods and medications utilized in surgical procedures." The IFU also warns that, "hemorrhage from inadvertent damage of organs and vessels and taking multiple biopsies may result from the use of this device. Therefore, the physician is advised to pay close attention to the general principles of proper hemostasis during the procedure, as well as to inspect the biopsy area prior to conclusion of the procedure." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at this time. Bleeding complications are a rare occurring, yet inherent complication of cold biopsy procedures. Conmed is considering this complaint closed.